Event description:
The customer reported a flow sensor error on screen during set up. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that a technician was able to fix the ventilator from the flow sensor error. The issue is resolved, and the unit is returned to service. No other information was provided.